Manufacturer narrative:
Retainer = black. Case type = ngp. Customer returned the device for alleged motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period. And an error in the motor was detected by reading unexpected value from hall sensor. S found on september 28, 2022. The device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump history and trace files were successfully downloaded using thump. There were no motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period. Or an error in the motor was detected by reading unexpected value from hall sensor. Alarms noted during testing and a review of the downloaded history file reveals on september 28, 2022 at 14:35 there was a motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period. Alarm and aan error in the motor was detected by reading unexpected value from hall sensor. Alarm that was triggered due to the motor registered a voltage failure. Measured voltage is below the threshold. The device was cut open for a visual inspection. No evidence of physical damage or moisture damage on the electronic assembly (electric board ), motor, or the force sensor. The motor was tested outside of the device on the ngp stb3 and passed. Themotor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period. And an error in the motor was detected by reading unexpected value from hall sensor. Alarms fault is isolated to the hardware. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period .alarm and an error in the motor was detected by reading unexpected value from hall sensor. Alarm are confirmed due to the motor registered a voltage failure. Measured voltage is below the threshold. Fault isolated to the hardware. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that product was returned for analysis.

Event description:
Information received by medtronic indicated that the customer received multiple pump error alarm. Customer was able to clear the alarm. Customer was not able to rewind insulin pump. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.